Manufacturer narrative:
Event date is an approximate. The event occurred sometime near the end of (B)(6).

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had 3 falls and saw their orthopedic healthcare professional (hcp) about the falls, but the falls didn¿t do any damage to the stimulator. The patient said two of these falls were ¿sometime in (B)(6), but they knew they were feeling stimulation after these falls.¿ the patient then had another fall ¿around (B)(6) or so¿ and the patient was hurting in the foot they fell on so they didn¿t remember if they felt stimulation after that or not. The patient stated their programmer reads that stimulation is on and they are on program b at 9.4v. The patient said they didn¿t notice whether or not they were feeling stimulation ¿until about a week ago or so, I don¿t know maybe sooner.¿ they went to change the stimulation to a different program and they noticed that they didn¿t feel stimulation at all before they changed programs, and after they changed programs they still did not feel anything. The patient stated this happened sometime in (B)(6). The patient was at the hcp office and their hcp paged for a manufacturer¿s representative (rep). No further complications were reported.